Manufacturer narrative:
Concomitant product(s): a 6492 lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alarmed indicating a lead integrity alert (lia). Upo n interrogation, the patient's right ventricular (rv) lead had elevated sensing integrity counter (sic) counts and non-sustained ventricular tachycardia episodes. Noise was not able to be reproduced with physical maneuvers, however the patient indicated feeling like their "heart was jumping" and diaphragmatic stimulation was present. The physician suspected subclavian crush. At a later follow up interrogation due to another lia trigger, it was noted the rv lead may have possible insulation breach and lead to lead interaction. The lia alert trigger was turned off per patient's request. The lead is still in use. As well, the patient's right atrial (ra) lead exhibited oversensing initially thought due to noise, however it was later noted that it was far field r-wave (ffrw) observations. Reprogramming was done, however the ffrw oversensing was not avoided. The ra lead was physically maneuvered, but noise was not reproduced. At a later follow up interrogation, it was noted that the ra lead potentially had insulation breach and lead to lead interaction. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.